Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient (B)(6) initial result was 40.2 ng/ml. The repeat result was 31.1 ng/ml. The sample was recentrifuged and repeated in a cup with a result of 77.5 ng/ml. The sample in the cup was repeated with a result of 30.9 ng/ml. On (B)(6) 2025, patient (B)(6) initial result was 19.1 ng/ml. The repeat result was 19.5 ng/ml. The sample was recentrifuged and repeated in a cup with a result of 47.8 ng/ml. The sample in the cup was repeated with a result of 46.8 ng/ml. The serum sample was run with a result of 21.7 ng/ml.

Manufacturer narrative:
The e801 module serial number was (B)(6).

Manufacturer narrative:
Medwatch field d4 lot no updated. The customer alleged discrepant elecsys troponin t hs (troponin t hs) results for an additional 3 patients' samples. Patient 3 was tested on (B)(6) 2025: initial result: 61.3 ng/l. 1st repeat result: 28.1 ng/l. 2nd repeat result: 59.8 ng/l. Patient 4 was tested on (B)(6) 2025: initial result: 17.1 ng/l. 1st repeat result: 12.9 ng/l. 2nd repeat result: 12.6 ng/l. 3rd repeat result: 12.5 ng/l. Patient 5 was tested on (B)(6) 2025: initial result: 183 ng/l. Repeat result: 146 ng/l. On (B)(6) 2025, the customer replaced the elecsys troponin t hs (troponin t hs) reagent pack with a new lot number (82723201). The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were acceptable. The alarm trace from (B)(6) 2025 through (B)(6) 2025 was provided. No instrument maintenance issues were identified. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.